Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had intermittent capture at maximum output and high undefined impedance. Lv pacing was turned off and the lead remains in use. No patient complications have been reported as a result of this event.